Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient has bilateral knee implants. The patient complains of pain, swelling, weakness and instability in the left knee. The patient cannot stand even with assistance and must use a wheelchair. The patient reports that you can hear the implanted parts moving in the knee. The patient was hospitalized on (B)(6) 2012 for five days due to intense pain and extreme swelling in the knee. Scans revealed that the left implant is unstable and a revision surgery is needed.